Manufacturer narrative:
Investigation summary bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for broken tube was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination for damages and the issue of broken tube was not observed. Also, 10 retain samples were subjected to a visual inspection for brittleness and all samples were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of broken tube based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using one (1) bd vacutainer® sst¿ blood collection tube, the customer noticed that the wall of the tube was broken. No patient or user impact reported.

Manufacturer narrative:
G4: PMA/510(k)#: one additional code applies; k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® sst¿ blood collection tube, the customer noticed that the wall of the tube was broken. No patient or user impact reported.